Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
Per the patient's husband, in 2008, the replacement battery was "smoking" and "overheating" after being used for approximately six hours. Reportedly, the battery looked "melted". There were no reported temperature variations and the battery had not been dropped prior to the incident. There was no injury to the patient. Investigation of the battery, controller and charger has been initiated.